Manufacturer narrative:
The returned valve was patent. It met the requirements for leakage, reflux, pressure flow and valve flux testing. No unusual characteristics were observed. The laboratory personnel was unable replicate the failure of inadequate flow observed in the field. DHR review of lot#: e39516 did not show any anomalies associated with the failure of inadequate flow observed in the field. All valves are 100% pressure tested at the time of manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient undergoing revision of an lp shunt and insertion of an nsc strata valve. During procedure, the valve was set at 1.5. One week post procedure the patient experienced low pressure headaches, so the setting was increased to 2.0 that day, and to 2.5 two weeks later. There was no change in symptoms at the time. However, on (B)(6) 2021 a revision surgery was performed during which a new valve was inserted, just to check whether the previously valve was malfunctioning. Additional information received from the physician noted that the patient is still showing symptoms, but the new valve is deemed functional.